Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's mother stated that her son's blood glucose has been in the low 20s and 30s mg/dl and her son ate a lot yesterday. The mother stated that she woke up twice last night to give her son food because he had low blood glucose readings. The mother stated that the doctor wanted the pump to be replaced. The customer's mother was advised to call back to troubleshoot since she was not with her son at the time.